Manufacturer narrative:
Additional initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an electric shock on a homechoice automated pd system. This occurred before use of the device, when cleaning was performed using a wet cloth with 70% alcohol. The patient felt a jolt in the hand while standing and touching a metal part of the machine. There was no visible defects with the power cord. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation. The service history evaluation revealed that the device was not serviced in the past 12 months. The event history log review was not performed because the device log failed to download. The sample analysis was performed and determined that the cause of the electric shock - line voltage was a faulty digital/accomp cable, which is a form of ac comp board, which regulates the ac power to the heating element. As a result, the component was replaced to resolve the reported condition. Should additional relevant information become available, a supplemental report will be submitted.